Event description:
Per the clinic, the patient experienced a bacterial infection at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.